Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis. Also that day, the patient started treatment with vancomycin (1g; route frequency, and duration not reported) and ceftazidime (1g; route frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, vancomycin and ceftazidime remained ongoing and the patient is recovering. No additional information is available.